Manufacturer narrative:
The patient has not achieved the desired amount of flexion and extension. Revision surgery is planned to determine the cause of limited range of motion. Poly inserts will be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient has not achieved the desired amount of flexion and extension. Revision surgery is planned to determine the cause of limited range of motion. Poly inserts will be exchanged during the procedure.